Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17408159 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the while the sds genesis .035 8.0 x 39 135 was pulled out of the case, the balloon was departed from the stent. There was no patient injury reported and product will be returned for analysis. Additional information was requested.

Manufacturer narrative:
As reported the while the sds genesis .035 8.0 x 39 135 was pulled out of the case, the balloon was departed from the stent. There was no patient injury reported. Multiple attempts were made without success to obtain additional information. The product was returned for analysis. One non-sterile sds genesis .035 8.0 x 39 stent was returned. Per visual analysis an almost completely compressed stent was returned. No balloon or other component was returned. No analyses could be performed to confirm the balloon separation as this part of the product was not returned for analysis. A product history record (phr) review of lot 17408159 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon separated - prior to use¿ could not be confirmed as the complete device was not returned for analysis. The exact cause could not be determined. Handling or procedural factors may have contributed to the reported event when removing the device from the packaging. According to the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity.¿ neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported the while the sds genesis .035 8.0 x 39 135 was pulled out of the case, the balloon was departed from the stent. There was no patient injury reported and product will be returned for analysis. Multiple attempts were made without success to obtain additional information.